Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1000 mg/dl while wearing the pod between 36 and 48 hours at the infusion site (abdomen). Symptoms reported include hyperglycemia, kidney/renal failure, and skin loss on the patient's foot. The patient was treated with an intravenous (IV) fluids, and insulin. Ketones were checked but no results were provided. The patient was to be released after a week but was required to stay an additional week for the kidney/renal failure. The pod was removed and discarded at the hospital.